Manufacturer narrative:
The MFR does not think the event was product related (callos); the lack of effectiveness most likely was related to pt condition, it was an unusual event.

Event description:
Callos had no union after 15 months. The callos was fragmented and hard but had no union with the bone and the vdr plate. The 2 most distal ulnar screws broke where they interface between the plate and the bone. Surgeon had to remove all hardware and callos, and replaced with new plate and did an iliac bone graft.